Manufacturer narrative:
Even though no parts were returned for investigation, previous investigations have identified rotary encoder failures/nav ring was due to liquid ingress.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse replaced the front bezel assembly to resolve the reported issue. The device passed testing after the repair was completed and was returned to service.

Manufacturer narrative:
G4:20apr2021 b4:(B)(6)2021 the customer's certified biomed replaced the navigation ring to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021.

Event description:
The customer reported nav-ring defective. There was no patient involvement.